Manufacturer narrative:
(B)(4). Pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify a44 alarm, motor error alarm due to blank display. Pump had corroded motor home switch. Pump received with minor scratched display window, cracked reservoir tube lip and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a safety alarm. Blood glucose level at the time of the incident was not provided. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. Self test was performed and passed. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.